Event description:
Customer obtained results of 258mg/dl, 20mg/dl and 115mg/dl on the accu-chek compact system within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.